Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger.

Event description:
A consumer reported the recharger would not take a charge. The desktop charger was plugged in upside down. It was further reported that the ins was dead, since approximately 1 day prior to report. No patient symptoms were reported and the caller was redirected to repair for a replacement desktop charger. The indication for implant was non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.